Event description:
The customer contact reported air distal to the drip chamber. The pt was receiving an infusion of stem cells via gravity. At an unspecified time during the infusion, the nurse noted air "intermittently present in small sections" in the tubing below the drip chamber. The nurse stopped the infusion, removed the air and the therapy was resumed. The nurse reported that the pt received "little to a negligible amount of air." There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.